Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings which resulted in early sensor retirement. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value a. (B)(6) 2025 9:17 pm; sg 42 mg/dl, bg 160 mg/dl; 30 minutes later sg 126 mg/dl, but after that it was going down again. Trend arrow was straight at time calibration took place; customer did nothing that would influence blood sugar. B. (B)(6) 2025 1:51 pm; sg out of range low, bg 148 mg/dl, 30 minutes later sg 49 mg/dl, no trend arrow because out of range, customer did nothing that would influence blood sugar. C. (B)(6) 2025 1:03 am; sg out of range low, bg 237 mg/dl; 30 minutes later sg out of range low, no trend arrow because out of range, customer did nothing that would influence blood sugar. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The user received an sensor replacement alert (complaintrec-(B)(4). This case was escalated, and diagnostics confirmed system instability. A sensor replacement alert was triggered when it was determined that the system would not recover.the sensor was not returned, thus no further investigation was possible. As part of resolution the user was offered a sensor replacement. B4. Date of this report 25 august 2025. G3. Date received by the manufacturer? 25 august 2025. H3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.